Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: observed a broken plug strap on posterior assessed as an unidentified (tear) opening, missing plug strap observed assessed as inconclusive and observed an opening on radius assessed as surgical damage. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "incapsulated baker grade unknown and implant exchange from textured to smooth". The device has been explanted.

Event description:
Healthcare professional reported right side "incapsulated baker grade unknown and implant exchange from textured to smooth". The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "incapsulated baker grade unknown".